Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open hemorrhoidectomy, the staples were wholely unformed and bleeding occurred when the device was opened. Although the adjusting knob was firmly rotated to close, the surgeon felt that the device did not completely close prior to the firing. However, the indicator was the bottom within the green range, so the device was fired. The amount of the bleeding was unknown. No blood transfusion was required. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p57h2h. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.